Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A cypher stent was associated with late thrombosis 44days after implantation. The index procedure was elective and the target lesion was in mid and distal right coronary arteries. The vessel was a de-novo with a 35mm length and a diameter of 3.0mm. The lesion was eccentric with a type c classification. Pre-dilatation was conducted with a balloon (1.3/10mm) at 8atm for 20seconds and a balloon (2.5/15mm) at 8atm for 20seconds. The first cypher (3.0/23mm) was implanted at 14atm for 30seconds. The second cypher (3.0/18mm) was implanted at 16atm for 30seconds proximal to the first cypher overlapping it. Post-dilatation was conducted with a balloon (3.25/15mm) at 14atm for 30 seconds. Intravascular ultrasound (ivus) was conducted. The residual stenosis was zero. Timi flow before the procedure was 1 and 3 after the procedure. Act was not measured. Forty one days later, patient presented at the hospital with chest discomfort and three days later, a coronary angiogram revealed a thrombus in the first cypher (3.0/23mm). Malapposition was also confirmed by ivus and the vessel was also noted to be bulgy. But a review of the ivus done at the index procedure confirmed the vessel was bulgy from the beginning. The thrombus was treated by balloon angioplasty. According to the physician, possible cause of the thrombotic event was because the stent was under-diluted.